Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported, the pt was in a motorcycle accident. While the surgeon was using the 6mm quick connect in the pt, the 4th pin he attempted to insert, the quick connect got stuck.